Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) date sent to the FDA: 06/27/2016. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempt is being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure other relevant patient history/concomitant medications? Date of initial surgical procedure? Product lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? What were current symptoms following the index surgical procedure? Onset date? Was the hernia repair associated with this event performed on primary or recurrent hernia? What was the defect size/type/location of the hernia associated with this event? Mesh size and overlap? In what tissue layer did you place the mesh? (Onlay, retro-muscular, extra peritoneal or intra abdominal) if applicable, the mesh fixation technique: device and technique? (Single or double crown; spacing between implants) were there any surgical instruments used in the placement of the mesh that might have damaged the mesh? E.g. Graspers crimping the mesh fibers was there any triggering event prior to present recurrence? (E.g. Weight gain, sneezing, coughing, strenuous activity)? How much time from initial hernia repair to hernia recurrence? Date and name of reoperation perform for the hernia recurrence? Results? Are any photos available? What is the patient¿s current status?

Event description:
It was reported that the patient underwent a laparoscopic hernia repair procedure on unknown date in 2015 and mesh was implanted on the left side concurrently with 3d medico mesh on the right side. Eight months following the procedure, on (B)(6) 2016, the patient complained of a swollen affected part and it was found that recurrence occurred on the left side on which the mesh was used. The reoperation was performed on (B)(6) 2016 and no mesh was used. The affected part was covered with a patch and it was fixed with mesh plugs. Currently, the patient is stable and under follow-up. The doctor opined that the recurrence was caused by not only the mesh but also other factors such as a procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: recurrence was found again, and the 2nd reoperation was performed. It was a laparoscopic procedure for left inguinal hernia repair, with medicon bard ventralight st (10x15cm) and medicon sorbafix. The reoperation date was on (B)(6).the doctor commented that it was difficult to peel off the hernia to observe clearly since there was a severe adhesion, so it was unclear that this recurrence caused by mesh or not.